Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascns0184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle leaked at the bung on the y connector during chemo administration. Initial flush and prime was ok. Chemo administered through the y connector, remainder of chemo through main line. Leak noticed after that. Standard usual luer lock syringe attached. There was no reported patient injury.